Event description:
X-ray showed a broken prosthesis shaft.

Manufacturer narrative:
Additional information: product available to stryker and returned to manufacturer on; device evaluated by mfg an event regarding crack/fracture involving an exeter stem, ceramic head and unknown liner was reported. The product evaluation and the review by a clinical consultant confirmed the fracture. Method & results: -device evaluation and results: visual inspection: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The stem fractured approximately 3.6 inches from the distal tip. Damage consistent with the explantation process and the cement-mantle breakdown process were observed on the stem. {...}the proximal end of the stem was analyzed under a scanning electron microscope (sem) for further evaluation.{...} sem analysis fatigue striations were observed on the fracture surface, indicating the device fractured in fatigue. Ductile fracture morphologies were observed on the fracture surface, indicating the final fracture occurred in overload. Energy-dispersive spectroscopy (eds) analysis was performed on the stem. Elemental constituents included fe-cr-ni-mn-mo, which are consistent with astm f1586 alloy.{...} dimensional inspection: not performed due to the damages described in the visual inspection. Functional inspection: not performed as the event cannot be replicated. Material analysis: the material analysis report concluded that {...} the stem fractured in fatigue. Burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined.{...} medical records received and evaluation: a review by a clinical consultant concluded: {...}a cementation defect around proximal medial cement mantle in combination with morbid obesity of the patient (bmi = 46) have contributed to an overload condition around the proximal stem section leading to a fatigue fracture of the stem after 11-years exactly at the level of peak overload requiring revision. The intraoperative occurrence of a periprosthetic fracture has been caused by the same failure mechanism as the stem fracture through osteolysis of the local bone.{...} -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical review was performed and indicated that this pi is not device related. The clinician concluded that "multiple {...}a cementation defect around proximal medial cement mantle in combination with morbid obesity of the patient (bmi = 46) have contributed to an overload condition around the proximal stem section leading to a fatigue fracture of the stem after 11-years exactly at the level of peak overload requiring revision. The intraoperative occurrence of a periprosthetic fracture has been caused by the same failure mechanism as the stem fracture through osteolysis of the local bone.{...} no further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
X-ray showed a broken prosthesis shaft.